Manufacturer narrative:
Initial 3 of 9. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced nine infusion set leakage issues cannula event on (B)(6) 2026. The infusion set was use for one to two days. The patient replaced infusion set and resumed insulin deliveries successfully.